Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. A separation was observed between the tubing and the spike adapter. The tubing insertion tolerance (tubing assembly into the spike) and spike adapter were measured and were within specification limits. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance regarding the clearlink y-type blood/solution set, in which the spike separated from the tubing during patient use. There was no patient injury or medical intervention associated with this report. No additional information is available.